Event description:
It was reported that the asymptomatic patient presented to the clinic for schedule follow-up where far r-wave oversensing was observed. Upon interrogation the clinician noted auto mode switching (ams) episodes. Upon review of a section record, it was confirmed that many ams episodes were triggered because of far r-wave oversensing. Programming changes were recommended. The patient will continue to be monitored normally and programing changes will be made a later follow-up. No future follow-up date was provided. The patient had been stable before, during, and after post clinic follow up.